Event description:
The customer reported that during surgery there was poor vacuum. The surgeon was able to complete the case. The following six cases were cancelled. One patient was prepped for surgery. No patient injury was reported.

Manufacturer narrative:
No samples were received for investigation. The system was not serviced by alcon. The root cause cannot be determined in this investigation. A review of complaints for the last 24 months did not indicate any additional reports for the system. (B) (4). (B) (4). (B) (4).